Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational with no issues. The system passed a system checkout.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system is unresponsive when using the software on the mobile view station (mvs). They were required to reboot the system in order for it to work properly again.